Event description:
It was reported that the left ventricular lead had unacceptable thresholds with no capture. It was noted that the lead most likely pulled back during the routine generator change the day before. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. Visual analysis noted apparent explant damage.